Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4). Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy. It was reported the patient doesn't use their ins much. They always made sure the ins was fully charged before "putting it away". About 2 days prior to report, they tried connecting to the ins but were not able to. They saw the poor communication screen on the programmer and 'reposition antenna' on the recharger (insr). The patient reported they always had a hard time connecting/charging because of the implant location of their ins. They were told by their healthcare provider (hcp) that the ins would be implanted in their stomach, however the implanting physician implanted the ins on their right side below the rib cage, near the hip. The patient's hcp told the patient it was because they ran out of the "long leads", and they mentioned this implant positioning causes problems and the "wires" stick out. It was unknown the last time the patient charged, and they were redirected to their hcp to check the status of the ins as it was suspected to be overdischarged.